Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2020. Investigation summary: the decontamination lab provided photos of the received samples. The photos were reviewed and stated that the device in its state as seen by the photo is too broken to evaluate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code of the evicel application device? Will the biologics and the application device be returned for evaluation? Was there any delay in the procedure as a result of this event? If so, how long? What was used to complete the procedure? Was there any patient consequence?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and fibrin sealant preparation device was used. During the preparation, the vial adaptor which connected with the blue tip broke on the basis during the screwing. It is not possible to use the vial. After discussion with the surgeon, the operative protocol was changed. No adverse patient consequences were reported. Additional information was requested.